Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited undersensing and oversensing on stored episodes. It was also reported that the implantable pulse generator (ipg) battery was at end of life. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.